Manufacturer narrative:
Follow-up #1: date of submission 07/01/2014, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed evidence of a time/date reset event within five minutes of power on reset on (B)(4) 2014. The pump reverted to the default time/date setting after six hours of the power on reset. There were no errors, alarms or warnings during the investigation. The pump was opened for investigation and revealed the internal battery was found to be leaking. Unrelated to the original complaint, the display was found to be dim.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging that the time and date reset after the battery is changed. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.